Manufacturer narrative:
Apollo has not received the product at this time. Therefore no analysis or testing has been done. A review of the device labeling notes the following: the current orbera365¿ intragastric balloon system directions for use (dfu) addresses the known and anticipated potential event of "deflation" as follows: warnings and precautions: the risk of balloon deflation and intestinal obstruction (and therefore possible death related to intestinal obstruction) may be higher when balloons are left in place longer than 12 months or used at larger volumes (greater than 700 cc). The physiological response of the patient to the presence of the orbera365¿ system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, acute pancreatitis, spontaneous inflation, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications- possible complications of the use of the orbera365¿ system include: balloon deflation and subsequent replacement.

Event description:
Reported complaint: "patient 3 - retrieval - orbera365 retrieved at month 12 - once doctor enters to start the retrieval procedure, [the physician] finds the balloon almost deflated. Too fluffy to be punctured. [The physician] had to use endoscopic scissors to cut it and retrieve it."